Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: an analysis of the returned device identified creases fold, a curved opening on the anterior and yellow particles on the inner device. A leak test and microscopic analysis was performed which identified a striated opening on the anterior and the posterior, a sharp opening on anterior, wear/abrasion and an observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the anterior (valve bond edge) assessed as an unidentified (tear) opening. Also noted was a striated opening on the posterior and anterior assessed as surgical damage, consistent in the use of some surgical tool.